Manufacturer narrative:
The reason for reoperation: rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Patient reported rupture on the right side. The device remains implanted.

Event description:
Patient reported rupture on the right side. Healthcare professional reported "seroma-late". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Patient reported rupture on the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported rupture on the right side. The device remains implanted.

Manufacturer narrative:
Corrected data: d.6.

Event description:
Patient reported rupture on the right side. The device remains implanted.